Event description:
It was reported to boston scientific corp that a combo cath wire-guided cytology brush was used during a pphc procedure performed on (B) (6) 2009. (Pt over 60 yrs old) according to the complainant, during preparation, the brush extended, but failed to retract back into the sheath. The procedure was completed with another combo cath wire-guided cytology brush. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).